Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set that led to this alarm. The transfer set involved in the event was still in use by the patient. Proper procedures per the user manual were reviewed with the patient. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury associated with this event. No additional information is available.